Event description:
Information received indicates the trendelenburg function moved by itself.

Manufacturer narrative:
The technician replaced the left siderail caregiver circuit board to repair the bed.